Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the the battery gauge was observed to be fluctuating. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer reloaded the existing cartridge, however a minimum fill alert occurred. Customer loaded a new cartridge to resolve the issues and resume insulin therapy on the pump. Customer's blood glucose level was 340 mg/dl.